Event description:
Patient's medex mini bifuse disconnected from the IV tubing. The mini bifuse was connected to central venous line (cvl). Disconnect caused blood to flow out of cvl. This was the second patient today whose medex mini bifuse disconnected by itself. Product issue is the question. Lot # 36j25m032, product number mbf30.